Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a faulty nav-ring. There was no patient involvement.

Manufacturer narrative:
MFR received date: 22 may 2019. Date of report received: 10 jun 2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. The fse reported that the touchscreen was functioning; therefore the unit's functions could still be accessed. Therefore, this event was not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.